Event description:
Complainant alleged that while attempting to treat a patient over 65 years of age, the device's defib output was out of specification. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please refer to a similar report with the same device on medwatch report number: 1220908-2014-00579.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.